Event description:
It was reported there was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv), arv: 11 ml and erv: 7 ml. This was the first report of a volume discrepancy. The health care professional planned to monitor the patient. Additional information received reported that the cause of the discrepancy was unknown. No troubleshooting, intervention or other action was taken to resolve the event. They planned on monitoring the reservoir volumes at subsequent refills. It was later reported that the patient had a change in therapeutic effect. The patient¿s pump wasn¿t acting right and it hadn¿t been acting right since it was put in. The patient had changed health care providers (hcps) twice and this was the first hcp to say something regarding volume discrepancies. The prior hcps had mentioned something but had not been as specific as the patient¿s current hcp. The patient had one hcp say 3 times that there was quite a bit more medication left in the pump than what was expected. It was noted that the volume discrepancies started in 2013. It was also reported that the patient¿s pain had increased. The patient originally thought it was because her clonidine was at a concentration of 1200 mcg/ml. The dosing was changed right at the implant on (B)(6) 2011. The patient¿s pain had been ¿through the roof¿ and she was put on oral medication in (B)(6) 2015 (gabapentin 300 mg tablets 3 times per day). The hcp suggested having the pump replaced because of the volume discrepancies. The patient didn¿t feel good with her current pump and she ¿wasn¿t getting so much medicine¿. At a refill on (B)(6) 2015, the erv was 7.1 ml but the arv was 12.7 ml. It was stated that a new pump had to be put in and that clonidine could clog it. The patient was scared because the surgery is hard on her but the hcp wasn¿t deviating from replacing the pump. The pump was infusing fentanyl, clonidine, and dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2015-08-18 information was received from an attorney regarding a patient who, on unspecified date, experienced personal injury arising out of the defective manufacture, sale, and use of a medtronic synchromed ii infusion system. It was reported that the patient suffered, using an FDA (food and drug administration) grading of injuries, the following category of damages: life-threatening injury (intensive care treatment, extended hospitalization, exaggerated rebound spasticity, and/or altered mental state) or serious injury (return of underlying symptoms, medical intervention, surgical revision, or observation). However, it was not specified which of the aforementioned damages pertained to this particular patient. Additional information was received from an attorney regarding a patient who was alleged to have been injured due to the device system's failure to deliver medications as prescribed, which required pump replacement; the nature of the personal injuries was not specified. The unspecified injuries were reported to have occurred "within the past several years"; as of the letter dated 2016-06-21, which was received by the manufacturer on 2016-06-28. It was reported that wrongful death resulted in "some instances," but it was not specified if the patient in this event actually died. The reportedly defective device system caused the patient and their family personal and economic injuries including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to replace the device.

Event description:
Additional information received reported that the pump was explanted and the patient wanted to find out what was wrong with the pump. The patient was also seen in the physicians office on (B)(6) 2015 for a routine post-operative visit. The staples were removed and the physician stated the patient was doing "so much better". No adjustments were made to dosage and the patient was given the next refill date. The cause of the volume discrepancy was unknown and refill volumes will continue to be monitored.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).